Event description:
It was reported by a patient that she had a medtronic device and it "kept her ticking". She expressed dissatisfaction with the battery life of 5 years. She didn't remember what device she had and didn't have her registration card on her. It was a generator and some leads. The husband said she had a couple of operations because it "wasn't working right". Her husband also said the device was working on the lower part of her heart. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.